Event description:
The customer contact reported during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. No specific patient info, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.